Manufacturer narrative:
Insulin pump passed all functional tests including displacement, sleep current measurement and active current measurement tests. All currents are within specified ranges. No unexpected "low battery", "replace battery now", or "power loss alerts" were noted during testing. The thin plastic strip located above the lcd screen is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer's blood glucose level was 9.2 mmol/l at the time of the incident. The customer stated that it was the second occurrence of replace battery alert without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.